Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that stim had dropped down to vaginal and was painful when she sat down. Rep stated it was stretching/ down too far and was getting worse. Patient also noticed that it was not doing what it was doing before. She was wetting before she got to the bathroom. Patient reviewed the bowel part was just great (no loss of bowel therapy). It did not hurt to go to the bathroom. Rep confirmed that therapy was on and patient was on program 2 at 3.3v. It was indicated that patient fell about a week ago. The reported issue related to positional movement. It was noticed that decreasing amplitude did not eliminate the uncomfortable stim. Rep stated they turned stim off and this stopped the sensation. It was also noticed that patient had urinary/bowel symptoms returned.